Event description:
It was reported that (1) ax55g was used during a low anterior resection procedure. It was reported by the rep that the surgeon attempted to fire the ax55g instrument and it would not fire. The staples began to fall into the abdomen. Another ax55g was used to successfully complete the procedure. There was extended operating room time.